Manufacturer narrative:
Insufficient information provided and we are unable to confirm if the device caused or contributed to a serious injury. If further information becomes available a follow-up report will be submitted.

Event description:
Complainant reported that 3 patients had issues with skin irritation that is being attributed to liquiband ("contact dermatitis, burn-like injuries from the liquiband skin glue").